Event description:
It was reported that the patient has expired after implant duration of zero days, due to unknown reasons. It is unknown if the death was device related.information learned from implant patient registry. Through follow-up with the health-care provider, it was learned that the patient had an infection; of which the source was urinary tract.

Event description:
It was initially reported that the patient has expired after implant duration of zero days, due to unknown reasons. It is unknown if the death was device related.information learned from implant patient registry. Through follow-up with the health-care provider, it was learned that the patient had an infection; of which the source was urinary tract. Through review of the event, our vp of product safety has disassociated the device from the event. Therefore, this is not longer a reportable event.

Manufacturer narrative:
Urinary tract: device not returned.